Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 28oct2020: the amount of blood loss following the reported difficulty was not measurable.

Event description:
Additional information was received 05nov2020: it was reported, the nature of the hemorrhage was severe immediate post-partum hemorrhage. The end of the delivery was at 11:51 am and the decision to insert the deice was at 13:07. The device was placed transvaginal. The balloon could not be inflated because the one-way valve would not work properly. The faulty device could not be used and was immediately replaced. Total blood loss before placing the balloon was 1300 m l (800 m l during the cesarean section, 500 m l during the examination of the uterus). Hemostasis was achieved with the second device that was used.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment for a post-partum hemorrhage following an emergency caesarean section delivery, a cook bakri postpartum balloon with rapid instillation components would not inflate. The patient 's blood loss was estimated at 1300ml with 500ml clots prior to use of the device. After the device was inserted into the patient, it was unable to be inflated with saline due to an unknown issue with the inflation valve. The device was replaced with another of the same type, therefore there was a small delay in procedure. No adverse effects to the patient have been reported as a result of the device malfunction.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: as reported, following a cesarean delivery, the patient experienced postpartum hemorrhage. The total bleeding was estimated to be 1300cc. The physician attempted to use the complaint device to treat the hemorrhage, during inflation the balloon could not be inflated due to an unknown issue with the inflation valve. Another new device was used to achieve hemostasis. No adverse effects were reported. Investigation: evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One cook bakri postpartum balloon catheter was returned for investigation. Inspection of the returned device noted: the catheter was returned in a used condition. The fitting was missing on the connecting tube for the rapid inflation components. A functional test was performed by inflating the balloon with tap water. Using a large syringe water was flushed through the inflation lumen expanding the balloon. The balloon inflated and deflated properly without issue. Event as reported could not be recreated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The reported failure could not be replicated using the returned device. The device functioned as intended. Cook has concluded that no problem with the complaint device was detected. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.